Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The device and wrap involved in this incident has not been returned to belmont for investigation. Although it is alleged that patient suffered skin breakdown, there is no evidence that the device caused injury or any details to the extent of this reported injury at this time. The circulating water temperature in the allon is limited by software to 40.8 c and by hardware to 42 c and is not expected to cause skin breakdown. The operator's manual also provides possible conditions and additional recommended operator actions. The operator's manual provides the following warning statement: ". The user should verify that no fluids are present at the skin/wrap interface during the procedure. Failure to do so can cause lesions on the patient's skin. Following the procedure, a pattern resembling the wrap may appear for a short period of time on the patient's skin". Pressure sores may appear or develop when soft tissue is compressed between a bony prominence and external surface. The use of the allon® system does not prevent this from happening. In order to prevent pressure sores, hospital routine care should be taken during long thermoregulation procedures. Belmont contacted the user facility on (B)(6) requesting the return of the device for investigation and for additional information on the incident but to date we have not received any response from the user facility. Belmont have not received any additional details on the alleged patient injury, associated wrap used or clinilogger data. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
Belmont received a call from the user facility nurse manager that the patient had skin breakdown from (B)(6) 2024 cardiac surgery case. Pictures will be sent to follow. System was running in manual mode with temperature being adjusted per patients temperature. No sheet is placed between patient and wrap.

Manufacturer narrative:
Belmont contacted the user facility on may 7th, may 22nd and june 3rd requesting the return of the device for investigation including clinilogger data, positioning of wrap, images of the reported skin breakdown, duration of procedure and other relevant factors. This information was not provided, however. No device malfunction could be verified, and the root cause could not be determined. All wraps are 100% leak tested and visually inspected prior to release. Belmont have not received any additional details on the alleged patient injury, associated wrap used or clinilogger data.the complaint file will be reopened in the event the device or additional information becomes available. Belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.